Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224trk biv ICD, implanted: (B)(6) 2010; 419688 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was capped and replaced as it was no longer in contact with the atrial wall. No patient complications have been reported as a result of this event.